Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple extraperitoneal prostatectomy procedure, the force bipolar instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use and showed no damage or abnormalities. During the operation, while grasping tissue, a fragment from the force bipolar instrument broke off and fell inside the patient. The instrument had been in use for less than an hour, and no functional issues, collisions, or resistance during instrument removal were noted. The instrument's wrist was straightened and there was no damage to the cannula or instrument observed after the event. All fragments were retrieved during the same procedure with visual confirmation, and no additional surgery or post-operative imaging was required. The surgical procedure was completed robotically without injury to the patient, and there have been no post-surgical complications reported.

Manufacturer narrative:
The force bipolar instrument has been received for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Manufacturer narrative:
Device evaluation:intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was found to have a broken molded insulator on the lower jaw. The broken molded insulator measured approximately 4 mm x 9.79 mm in size, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the broken molded insulator did not appear to be bent. The housing was removed and found to be undamaged. The inputs were manually articulated and passed. Additionally, the entire upper jaw, together with the molded insulator, was detached and not returned. The missing fragment measured approximately 4.75 mm x 17.25 mm in size. The instrument was found to have a broken conductor wire near the grip base due to a broken molded insulator. The instrument passed continuity when one probe is attached to the tip of the broken cable, and one probe was attached to the cautery cord; however, the continuity test will fail if the probe touches the grip base. No thermal damage was found on the instrument.